Event description:
A call was placed to boston scientific technical services (ts) on (B)(6) 2014 states that patient described feeling a vibration sensation in the device pocket. Has recently started going to the gym a bit more often and exercises include rowing, treadmill and exercise bike. Heart rate still going at around 60, implanted because he had a slow heart rate of around 47 bpm. Boston scientific technical services (ts) thought that this may be due to compromised lead integrity. This lead was implanted on (B)(6) 1997 and remains implanted until this time. The physician was dr. (B)(6) at (B)(6) clinic in (B)(6). No additional information is available at this time. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).